Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock for which the patient presented to the hospital for discomfort, pain, and undesired sensations. With isometric testing, there was oversensing of noise that was consistent with a potential electrode fracture in all vectors. The patient was admitted and this system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). It was noted that this patient was in a bent over position doing physical activity when the inappropriate shock occurred. Technical services (ts) had recommended an x-ray prior to procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock for which the patient presented to the hospital for discomfort, pain, and undesired sensations. With isometric testing, there was oversensing of noise that was consistent with a potential electrode fracture in all vectors. The patient was admitted and this system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). It was noted that this patient was in a bent over position doing physical activity when the inappropriate shock occurred. Technical services (ts) had recommended an x-ray prior to procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.